Event description:
It was reported the balloon was used to assist in an onyx emolization treatment procedure and was inflated and deflated normal several times. At one point, the balloon could not be deflated. The inflated balloon was successfully removed from the patient. Outside of the patient, the entire balloon was noted filled with blood. No patient injury reported.

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire stuck inside the catheter. A large amount of blood was found within the balloon assembly. Based upon the findings, the large amount of blood found in the balloon assembly was the likely cause of the non-deflation. When blood enters the balloon lumen, this may inhibit balloon deflation.